Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure, urticaria(hives) appeared two days after the procedure, and dermatology prescribed a high-potency synthetic topical corticosteroid ointment and antihistamine medication. At a subsequent cardiology follow-up, small generalized rashes persisted and a non-selective calcium channel blocker medcation, which had been initiated after the ablation, was discontinued due to surmised drug eruption. At a later follow-up, the rash continued and another antihistamine was added. At a primary physician visit, no erythema(redness) or infiltration was observed; daytime pruritus was minimal, but mild nocturnal itching of the extremities and abdomen was reported, and medication was switched to another antihistamine meant for hives with intravenous medication administered. At a later follow-up, no worsening was noted and the antihistamine meant for hives was continued. Intravenous was scheduled twice weekly, and topical therapy included a base topical agent with high-potency synthetic topical applied only to symptomatic areas, with continued observation. No further patient complications have been reported as a result of this event.